Event description:
It was reported, the manufacturer¿s representative was scheduled to see the patient on (B)(6). It was reported, the patient¿s battery was in discharge. It was noted, the patient had recharging issues and will discuss with the manufacturer¿s representative. It was later reported, the patient was reprogrammed and received better coverage in the legs and back. The manufacturer¿s representative reviewed ¿charging and the hand held programmer¿ with the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to turn the implantable neurostimulator (ins) on. The patient reportedly fell backwards down some stairs two months prior to the report. Since there were no apparent bruises or injury, the patient ¿didn¿t think anything of it¿. However, now, the patient was unable to turn the ins on. The ins was ¿hurting more than helping¿ and even before the fall it had not been helping. The patient had no stimulation sensation and a loss of therapeutic effect with symptoms of acute pain in her low back, at the ins and lead location. The symptoms were indicated to have occurred following the fall. The reporter indicated that the patient had increasing pain in their back around the implant and ¿could hardly walk¿. It was noted that the recharger showed all 8 boxes filled in. The patient just wanted the system removed. Four days later, it was indicated that the patient was scheduled for an appointment with her healthcare provider on (B)(6) 2013. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).